Manufacturer narrative:
Event date: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2021-00213; related manufacturer report 1627487-2021-00215. It was reported that patient experienced a trauma resulting in developing a scab on the burr hole location resulting in inflammation and festering secretion. The lead and the burr hole covers were explanted. No additional information is available at this time.

Manufacturer narrative:
A patient experiencing inflammation at burr hole location was reported to abbott. The patient developed a scab on the burr hole location resulting in inflammation and festering secretion. The lead and the burr hole covers were explanted. Issue has resolved. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.